Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Rv lead failure was reported via home monitoring. Iegm of event shows a brief episode of noise. All other values are normal. The patient states that they went to the barber shop that day. Device remains implanted.